Event description:
Patient was undergoing a video assisted thoracoscopy with lower lobe resection. The disposable, autosuture stapler was being used. This was appropriately the 9th reload for the gun. The resident was approximating the tissue into the jaws of the reload and when closing the stapler's jaws, the closure was not complete in appearance. The resident was manipulating the gun, moving it up and down, and side to side when a "crack" sound was heard. He then proceeded to fire the stapler and another "crack" sound was heard, louder than before. It was noted that the stapler reload had broke and the device could not be removed from the lung tissue through the small incision that they were working through. The case had to progress to an open thoracotomy to remove the stapler reload and sew the resected area of the lung.